Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Awareness date correction- update the awareness date of initial MDR-(B)(4) to (B)(6) 2025 instead of (B)(6) 025. B5: describe event or problem - correction h2 type of follow up: correction

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.